Event description:
Approximately twenty days post heartware lvad implantation, it was reported that the patient underwent an elective controller exchange due to a damaged controller power port wherein connected power sources could not stay securely fastened. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the pump remains implanted, the controller has been received by the manufacturer for evaluation on 10/01/2014. The controller was returned for analysis. The product passed functional testing but failed visual examination; the exterior of the power port connectors had damage to the outer grooves. Testing was able to replicate the reported event showing the inability of the plug's self-locking mechanism to engage on the controller, leading to inadvertent power disconnects when the batteries were connected to power source one (ps1) and power source two (ps2). The most likely root cause of the damaged controller power port connectors is the patient forcing the connectors together without having the proper alignment while exchanging power sources. The confirmed malfunction is related to the reported event.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.